Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2012, resulting in fixture loss. The patient was fit with a new abutment onto an existing sleeper site on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Device not available for analysis.